Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device; maquet cardiopulmonary (B)(4). Maquet cardiopulmonary ag provides product failure investigation, analysis, and resolution for the device described in this report. The service tech ordered a replacement dual pressure module for the hl20. It is not documented if the unit was repaired or not. Reference: (B)(4).

Event description:
On (B)(6) 2013, the customer reported to maquet (B)(4) that during a procedure the vario twin, hl20 4-pumps (article number: 70104.3262, serial number: (B)(4)) displayed an "er05" message in the pressure window of the system control panel (scp) and that the arterial pump stopped. After rebooting the hl20 the error message disappeared. Reference: (B)(4).